Manufacturer narrative:
Follow-up #1 (11/30/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 11/15/2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The user contacted lifescan (B)(4) on (B)(6) 2011, alleging inaccurate readings on the lifescan meter compared to a laboratory device. Lifescan cannot confirm any inaccuracy from the data provided. The lifescan meter reading and laboratory device reading were not provided. There was no injury or medical attention sought due to the issue.

Manufacturer narrative:
The subject products have been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint has been returned but the investigation of the product has not been completed at this time. The test strips were tested and the alleged complaint could not be confirmed. However, upon performance testing with control solution, error 4 was observed with the test strips. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.